Event description:
During a coronary drug eluting stenting treatment procedure that lesion crossing difficulties were encountered. In 2004 the stent was found to be damaged when removed from the packaging. The taxus express2 3.5 x 20 mm drug eluting stent was then unable to cross the target lesion. There were no reported patient complications. Product analysis confirmed the stent damage.